Event description:
Device report from (B)(6) reports an event in (B)(6) as follows:  patient was implanted with lcp plate construct at the femur on an unknown date. Patient was returned to the or on an unknown date for removal of hardware. The patient's fracture healed and this was a planned removal. During the removal, the surgeon had difficulty removing the hardware because two of the locking screws were blocked. Two extraction screws broke in the blocked screws. One of the two extraction screw became jammed in a locking screw and was able to be loosened. Two t-handles became deformed during the attempt of the extraction. At this point the surgeon finished the surgery and left the plate and 3 screws in the patient. Two of the three screws were blocked and had the broken fragment of the extraction screws in it. Another procedure was scheduled to remove all hardware by cutting the plate, as the fracture was consolidated. No material remains in the patient. This is 3 of 5 reports for the same event.

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. The relevant dimensions of the locking screw can not be checked anymore because the screw is stuck in the plate. The phenomenon of blocked locking screws is known and may have different causes. Too much applied mechanical force while tightening of the screw or an instable fracture which can lead to micro movement between the plate and the screw are possible reasons. No product fault could be detected.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.